Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. Speaker confirmed to be defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker (453665031201) was replaced. The device was operational after repairs were completed and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
It was reported that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event.